Manufacturer narrative:
Product analysis: at analysis it was determined that the patient cable was broken. The cable was noted to have an epidermal rupture. Rate missing strokes was noted. The cable jacket was noted to be cut. The cable was returned to the customer unrepaired at the customer's request. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cable originally returned as an associated device with the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.